Event description:
The customer stated that bilirubin controls, run on the architect c8000 analyzer, are resulting low after calibrating with lots 42396m100, 38436mm100, and 48616m100 and 41456m100). The customer stated that when using reagent lot 48072hw00 with calibrator lot 38436m100, results are in range but when using reagent lots 49010hw00 and 49042hw00 results are not acceptable. The customer is now using an old lot of calibrator (lot unk) and controls are now in range. There is no impact to patient mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Concomitant medical products: architect c8000 analyzer. Additional bilirubin calibrator: lot 38436m100, expiration date 9/30/07; lot 42396m100, expiration date 4/30/08; lot 41456m100, expiration date 12/31/07. Abbott customers reported the following issues for clinical chemistry bilirubin calibrator: low bias for total bilirubin quality control (qc) and patient results with bilirubin calibrator lot number change results trending low with proficiency survey samples. Investigation of these issues determined the calibrator values assigned to the total bilirubin reagent caused results to trend downward over the past several calibrator lot numbers. With a change from calibrator lot 38436m100 to lot 41456m100 a bias of (-) 7% to 3% was observed. With a change from calibrator lot 38436m100 to lot 42396m100 a bias of (-) 4% to 2% was observed. With a change from calibrator lot 38436m100 to lot 48616m100 a bias of (-) 5.5% to 3.2% was observed. On august 10, 2007, a product correction letter was issued to address bilirubin low recovery complaints and provided customers with new bilirubin values for all on-market calibrator lots. The new bilirubin values were assigned using the secondary standard (verichem). Nist standard preparation was identified as a source of variability. The verichem standard minimized lot-to-lot variability in the value assignment process. Following the use of verichem as a standard for the assignment for the bilirubin calibrator, an increase in customer complaints for high results for total bilirubin reagents was observed: higher than expected results on proficiency survey samples higher than expected quality control (qc) recovery higher than expected patient results an investigation was initiated for the total bilirubin reagents which determined the matrix of the secondary standard used in the value assignment of the calibrator is sensitive to the diazo method in the abbott total bilirubin reagents. The matrix of this secondary standard caused a positive bias. Because of these findings, a new total bilirubin calibrator value assignment process was implemented for use with the total bilirubin reagents. The revised values lowered total bilirubin results up to 18%. There is no established reference method for total bilirubin, however literature references document ongoing efforts of standardization. Abbott has selected a total bilirubin calibrator value assignment process used by the college of american pathologists (cap) for neonatal proficiency survey samples. Accuracy of the new process was confirmed using the jendrassic-groff method modified by doumas. The improved value assignment procedure remains traceable to nist srm 916a and demonstrates minimal sensitivity to matrix variability. Alignment of the standardization directly to the srm with confirmation of total bilirubin commutability to the doumas jendrassic-groff method improves the value assignment accuracy. The root cause was determined to be matrix issues for total bilirubin reagent (diazo) related to the commutability of various samples (nist standard, verichem standard, bilirubin calibrator, and patient samples) due to the production materials used, e.g. Human serum albumin (hsa) vs. Bovine serum albumin (bsa). This matrix effect was responsible for the over-recovery observed by customers during the conversion to the verichem standard. The cause of this issue was confirmed through testing using an external reference jendrassic and groff method. As a corrective/preventive measure, all on-market bilirubin calibrator lots were re-value assigned per the new value assignment procedure providing improved accuracy for total bilirubin reagents. These values were communicated in the customer letter issued on september 17, 2008. In addition, abbott has re-written and validated the procedure for bilirubin calibrator. Value assignment and value verification included: clarified procedure for primary nist standard preparation and increasing replicates to improving accuracy, revalidated the procedure. Reassigned of verichem standards using in-house prepared nist standard to allow for less variability from one assignment to another. Assigned the values for bilirubin calibrator using reassigned verichem standards by in-house prepared nist standards per jendrassic and groff method. This is the final report.